Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had oversensing. The ra lead remains in use. It was further reported that the device was oversensing atrial events. The device remains in use. No patient complications have been reported as a result of this event.